Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 38 for a consecutive motor stall during a supply change, the user was unable to rewind despite multiple restarts, and a replacement device was issued while the patient transitioned to subcutaneous insulin via pen; the reported serial number of the affected device was a105482 and the patient was using a dexcom g7 sensor. Symptoms included hyperglycemia with a reported glucose up to 400 mg/dl, approximately seven hours above target, dry mouth, and no ketone testing. Outcomes included the need for backup therapy, temporary interruption of automated insulin delivery, and no professional medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.